Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "they could not get the sterile inner packing open".

Event description:
Healthcare professional reported, via company representative. That "they could not get the sterile inner packing open". The device was not implanted.